Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during the transurethral placement of a universa firm stent for treatment of a 2cm renal stone. A hiwire nitinol hydrophilic wire guide separated while in the stent. The hydrophilic coating of the wire was activated prior to use. The separation occurred during advancement of the stent, which was not met with any resistance. The patient's anatomy was not tortuous. Following the separation, the remaining device fragment was removed from the patient using an ngage stone basket. The stent was removed from the patient, and the procedure was continued using another stent and wire. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control data. One hiwire nitinol hydrophilic wire guide in open packaging along with a universa stent in an open packaging were returned. The wire guide appeared to have stripped black coating at the tip. The exposed wire without coating measured approximately .5 centimeter. The stent was wired with the undamaged end of wire guide which was unable to transition completely through the stent. The stent would accept a .035" a pin gauge. The outside diameter of wire guide was measured at .032. The reported failure mode was confirmed. The affected component is supplied to cook. The device was returned to the device supplier for further investigation. After wetting the specimen with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The specimen presented cut/skive and melt damage to the polymer jacket 0.75cm proximal to and adjacent to a separation of the polymer jacket 0.55cm proximal to the core wire fracture and 2.80 to 3.35cm from the proximal aspect of the core wire fracture. The exposed metallic core wire presented discoloration consistent with focused application of heat with melted polymer on the exposed metal surface including at the fracture site. Except where noted, the specimen device appeared visually and dimensionally correct. Approximately 12 cm of material distal of the fracture was not returned with the specimen wire. The cook supplied images present polymer jacket removal from the proximal end of the wire exposing an indeterminate length of the metallic core wire. The damage presented by the specimen appeared consistent with contact with a laser beam. A review of the device history records conducted by the supplier did not present any indication of manufacturing defect or anomaly that could have impacted the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at the supplier and was determined to be acceptable. The supplier investigation concluded that the product met specification at the time of shipment. The supplier concluded, based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event. Cook completed a review of the DHR for the reported lot and no non conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. A device master record (dmr) review was performed, and device quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, supplier device history record and documentation review, complaint history and device failure analysis indicate the complaint device and devices for the same lot, similar devices in house and in the field meet cook`s specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions -manipultation of wire guides requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. Based on the information provided, the most probable cause of this event is related to user/procedural issues as the metal of the wire guide presented discoloration consistent with focused application of heat. This likely indicates that the device inadvertently came into contact with a laser device, which is commonly used during renal/stone procedures. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Reporter occupation- nurse technician. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during the transurethral placement of a universa firm stent for treatment of a 2cm renal stone. A hiwire nitinol hydrophilic wire guide separated while in the stent. The hydrophilic coating of the wire was activated prior to use. The separation occurred during advancement of the stent, which was not met with any resistance. The patient's anatomy was not tortuous. Following the separation, the remaining device fragment was removed from the patient using an ngage stone basket. The stent was removed from the patient, and the procedure was continued using another stent and wire. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.